Manufacturer narrative:
The batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of bat307783's manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple critical battery and power disconnect alarms triggered by bat307783. The alarms were caused by a cell pair falling below a voltage threshold. No anomalies were noted for bat307764 during a review of the log files. Additionally, log files revealed that bat307764 discharged at an appropriate rate. Failure analysis of bat307764 revealed that the battery passed visual examination and passed functional testing. The battery was able to discharge as expected during testing. Failure analysis of bat307783 revealed that the battery passed visual inspection but failed functional testing due to a faulty cell weld. The faulty cell weld can affect the performance of the device and was likely the cause of the multiple critical battery and power disconnect alarms observed during log file analysis. Faulty welds are currently being investigated by manufacturer. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - bat307764 / 1650 / manufacturing date: 11/19/2015 / expiration date: 11/30/2016 (B)(4).

Event description:
A report was received that the batteries would not hold a charge. The batteries were lasting three hours when they normally last for seven hours. There was no report of a pump stop or power switching, however, "critical battery" alarm was noted. The batteries were replaced with no reported consequence or impact to the patient. Of note, the patient changes the batteries when instructed by the controller. No further information was provided.